Manufacturer narrative:
Concomitant medical products: product ID: dtma2d1 ICD, implanted: (B)(6)2018. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, unstable threshold and loss of capture on the left ventricular (lv) lead. The lead was explanted and replaced. During the right ventricular (rv) lead replacement, there was insulation damage recognized. The lead was e xplanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Analysis of the device memory was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.